Manufacturer narrative:
Examination of the returned torque wrench confirmed the black plastic protector component has fractured and has separated from the wrench. The investigation could not draw any conclusions about the root cause of the fractured protective cap. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Torque wrench broke while tightening the femoral adaptor.